Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, smi-02ap, spectrum autopass suture passer was being used during rotator cuff surgery on an unknown date when it was reported that it had a ¿broken jaw¿ in the user facility. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation. It was reported the procedure was completed using an unknown alternative ¿other clamp¿ device, and there was no report of any delay to the surgery. A good faith effort attempt was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, smi-02ap, spectrum autopass suture passer was being used during rotator cuff surgery on an unknown date when it was reported that it had a ¿broken jaw¿ in the user facility. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of device fragmentation. It was reported the procedure was completed using an unknown alternative ¿other clamp¿ device, and there was no report of any delay to the surgery. A good faith effort attempt was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 73 complaints, regarding 78 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn or device function may be compromised. The instructions for use also advises the user to inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.